Event description:
Customer reported he was hospitalized on (B)(6) 2014 with diabetic ketoacidosis. He reported this was caused by a kinked infusion cannula that resulted in insulin leakage and e4 occlusion errors. The errors began in the morning, but he was unable to address the issue because he was at work. He began to feel ill and disoriented, and he was transported to the hospital by ambulance. His blood glucose on the professional meter was above 500 mg/dl, and he was treated with an IV of insulin in the emergency room. He was released from the hospital around 6:00 p.m. That day. He had the infusion set on his abdomen and reported he has minimal fat. He was sent a different type of infusion set to try. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.